Manufacturer narrative:
Investigation summary ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via the femoral artery in a 69 year old male patient in cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. After the insertion of the impella cp a femoral angiogram was done to assess distal flow and the decision was made to place a distal perfusion catheter due to distal flow concerns. Patient remains on support 6 days later with no documented concerns.